Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by loading a new cartridge, the alarm recurred, and the customer was unable to resume insulin therapy. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.